Manufacturer narrative:
It was reported that the controller's display was not displaying characters properly. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the device revealed that the unit passed visual inspection but failed functional testing. The controller was received with the display turned off. Internal inspection revealed that a potentiometer that set's the character intensity was faulty. The lcd display regained functionality once the potentiometer was replaced. The most likely root cause of the reported event can be attributed to a faulty potentiometer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller display is out of order as there is no display anymore.  The patient was doing fine the whole time. The unit was replaced from stock.